Manufacturer narrative:
(B)(4). The field service engineer (fse) went on-site to evaluate the suspect device. The customer did not approve the repair and is scrapping the unit. We are going to offer them a replacement unit. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their 3100a ventilator oscillator is not working properly. There is a strange metal sound coming from the driver when it's activated found during set up. There is no patient involvement.